Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated that the numbers were not ramping or the scroll bar moving up or down with no input from the user as up or down button may be stuck. The customer stated that check status screen, main menu, up or down arrows buttons are not responding. The customer stated that there was crack on reservoir compartment. The customer stated that the reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test. Pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case and pillowing keypad overlay. The does lock properly.